Event description:
It was reported that a pump malfunction occurred. There was no reported impact to the customer¿s blood glucose level. The customer planned to contact technical support directly later to address the malfunction, as the initial caller was not listed as the consent contact. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.